Manufacturer narrative:
The vyaire medical received the suspect component and performed a failure investigation. Bench testing revealed internal battery was creating the non conformance. As a resolution, internal battery was replaced by a good internal battery and the problem was resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1000 ventilator alarmed vent inop when turned off. At this time, there is no information regarding patient involvement associated with the reported event.